Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was in the hospital with congestive heart failure and the insulin pump was taken off in the hospital. It was stated when she went home and put the insulin pump back on, it was not working. The alarm history showed no delivery and low reservoir alarms. The customer was barely able to speak or comprehend and was shaking. It was suggested that she be treated per healthcare providers instructions and wait to be put back on the insulin pump as she was unable to manage it and did not know how to use it. Customer's blood glucose was 184 mg/dl. Nothing further reported.